Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system messages displayed" (device displays error message). A customer reported bubbles in the cassette. The system displayed a message and all the surgical modules stopped. The system was switched out and the case was completed. There was no pt harm.

Manufacturer narrative:
A company service rep examined the system. The rep reported it is likely that the problem may be due to cassette reuse. The customer was advised that the cassettes are a single use product and should not be reused. The system was tested and met all product specifications. (B)(4).